Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a robotic myomectomy on (B)(6) 2018 and suture was used. After four pulls of suture through tissue, the suture broke toward the end. A second like device was tried and on the first pull through tissue it also broke. The procedure was completed with an alternate like device with no patient consequences reported. There are no samples to return.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The following information was requested, but unavailable: lot # (s) involved? Total qty involved with suture breakage (while use on same patient) during this event report? If multiple suture breakage issue, was it noticed during same procedure/single patient event report? If not, please confirm the specific number of patient events /procedures? If the device or further details are received at a later date a supplemental medwatch will be sent. If the further details are received at a later date a supplemental medwatch will be sent.